Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states having a problem a few months ago where patient was urinating so much. Patient states not having a dr that when she calls a dr they tell her to call the rep. Patient states talking to rep in the past with the first stimulator and the rep instructed patient not to change anything but when patient did make an adjustment it helped. Patient states for the past week or so urinating so much but didn't call anyone. Going through 3 pads at night. Patient states today it is better. Patient has a MRI today and tomorrow and is not able to power on handset. Agent reviewed how to use equipment. Patient states being in MRI mode now and will leave it there until the appointment. Patient called back, said that has MRI mode still on and yesterday noticed return of symptoms, said could have flooded the place. Patient asked for assistance in deactivating MRI mode. Reviewed navigation basics and patient successfully deactivated MRI mode and confirmed that stimulation is on. Patient to monitor symptoms. Additional information was received from the patient. The patient called back and said they are having so many problems with the communicator. They can't get it to stay blue. They woke up and it was blue, picked it up, and it was not blue anymore. The agent explained to the patient that the bluetooth light on the communicator only needs to be on when making adjustments to the settings. The communicator bluetooth light doesn't need to be powered on at all times. The patient mentioned they went to the doctor's office probably 8-10 months ago and they used their communicator instead theirs. The patient thinks since then it hasn't been working right. Th e patient mentioned past medical history: the patient had to have an MRI of their hip. When they placed them on the cold steel table they screamed in pain. When their legs touched the table, they jumped off, they couldn't put their back down on the table either. The patient doesn't know if it was related to the stimulator or not. Patient never ended up getting the MRI of the hip. The patient said it is just a feeling that they have. The patient needs an MRI of the neck and shoulder. The patient mentioned they pee 5-6 times a day and at night when they drink enough water. They are using three pads a day. The patient is going to try and limit their water so they don't have to go so much. Patient has nothing to do with the doctor anymore. [See mr for rule-out on new hip/MRI on neck].